Event description:
It was reported that the pulse generator exhibited noise. The device was programmed to unipolar configuration. On (B)(6) 2014, noise was still present. The physician suspected a connector anomaly. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).